Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d5, e3, g6, h2, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 25-nov-2022 to 24-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failure was due to faulty moab. A field service engineer examined the drawer and confirmed that moab board need to be replaced to resolve the issue.

Event description:
It was reported when using the bd pyxis medstation system, the half-height cubie pockets from main drawer 2.1 were not detected on bus and prevented the user from accessing medications. The customer reported that there was no delay in the patient workflow since users set a workaround to obtain the affected medications from a different station to prevent patient care delay. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported when using the bd pyxis medstation system, the half-height cubie pockets from main drawer 2.1 were not detected on bus and prevented the user from accessing medications. The customer reported that there was no delay in the patient workflow since users set a workaround to obtain the affected medications from a different station to prevent patient care delay. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer failure due to faulty moab. During the visit, a field service engineer examined drawer and confirmed that moab board need to be replaced to resolve the issue. The system functioned as intended.